Manufacturer narrative:
(B)(6).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. Upon sensor pod removal from the arm on (B)(6) 2022, the sensor wire broke and remained in the skin. The patient saw a physician who removed the sensor wire. The method of removal was not disclosed. At the time of the report, the patient was doing good. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.